Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that solenoid sol30 stopped working; the needle rinse was not draining and sol30 was replaced, resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported that controls had shifted low on the coulter lh 500 hematology analyzer. There was neither death nor serious injury; erroneous results were not generated or reported out of the laboratory and there was no change to patient treatment. The customer indicated running all sample results for verification on a backup analyzer and confirmed the issue was limited to the controls.